Manufacturer narrative:
Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. No frozen screens were noted. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. No belt clip assembly received with insulin pump. Unable to verify belt clip anomaly.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The insulin pump was frozen. Customer's blood glucose level was 176 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.